Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge..

Event description:
The customer was hospitalized due to a seizure. Prior to the incident, the customer stated that she was cooking and had a seizure due to low blood glucose levels. She was treated for smoke inhalation and not the blood glucose issues. Also, her blood glucose was fluctuating between 30 mg/dl and 200 mg/dl. Troubleshooting was performed on the insulin pump and the device passed tests performed. The current blood glucose reading is 108 mg/dl. No further information was provided.